Event description:
A lifesite patient passed away following implant procedure from a right hemothrax. The lifesite was placed into the right jugular vein. The patient was implanted in 2001 and was taken to the acute dialysis unit later that evening for dialysis, where patient coded with ten minutes left in their treatment. The patient passed away an hour later.